Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient stated they received and urgent low alert and the cgm was displaying low. The patient treated himself with a quarter of a gallon of apple juice and then performed a finger stick reading that was showing 424mg/dl. The patient then took 25 unites of novolog and went to bed. No symptoms or medical intervention was reported. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.